Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was having problems with constipation and leaking. Patient was not sure how the programmer operated so they might have accidentally changed something they did not want to change. Patient thought that the change in programs was causing them to have constipation, leaking, and a full bladder. Patient had to put a catheter in and took a bunch of laxatives to help with constipation. Patient was directed to put program back to where it was, but they did not know if it was set at program 2 or 3. It was further reported that patient was originally implanted for overactive bladder and retention was not pre-existing. Patient had a hospital visit where the catheter was put in place, and had plans to have catheter removed that week. Per physician instructions, the doctor wanted to change the program back to original program before patient started changing programs and stimulation independently at home. No further complications were reported.